Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.na

Event description:
Patient ID: (B)(6). This is filed for atrial septal defect. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted and the mr was reduced from grade 4+ to grade 2+. Post procedure, it was noted that there was a larger than normal shunt from the transseptal puncture; however, it was not considered serious and no intervention was performed. The patient was in stable condition post procedure and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect cardiac perforation/vessel perforation or laceration as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. It is possible that interaction due to the transseptal puncture resulted in the reported atrial perforation; however a conclusive cause for the reported perforation, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.